Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Multiple attempts were made by tandem technical support to obtain additional information, however, the customer did not respond. The customer's blood glucose level was 110 mg/dl.